Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15169, reference MFR report: 1627487-2014-15171. It was reported the pt's stimulation began to turn off on its own and subsequently stopped. Diagnostic testing revealed high impedance readings on all lead contacts and the system was autoreducing. Surgical intervention was undertaken on (B)(6) 2014 and a lead fracture was observed. The pt's leads were explanted and replaced. Also, although impedance readings of the newly implanted leads were within normal limits, the physician was not satisfied with the readings and elected to also explant and replace the ipg. The procedure was extended by approximately 20 minutes. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.